Event description:
Patient's parent reported that their daughter, the patient, the aligner treatment did not work for her and she now has braces. Patient's parent provided diagnostic findings from the orthodontist. The patient orthodontist recommended 18m full metal braces for lower crowding that remains after byte treatment. Crossbite #4 persist also after byte.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.